Event description:
It was reported that 4 bd nano¿ 2nd gen pen needles had outer cover attachment issues. The following information was provided by the initial reporter : the consumer reported that when removing the pen needle from novolog pen, the non patient end unscrews from the pen but does not allow to pull away from pen with cover on it. The cover removes from loose pen needle. Date of event : (B)(6)2021. Sample status : discarded.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 1006154. Device expiration date : 01/31/2026 device manufacture date : 03/12/2021. Lot # : unknown. Device expiration date : unknown. Device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for (does not detach as intended and for outer cover separates) on lot # 1006154. No non-conformance's were raised in association with these types of events for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for batch 1006154 was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.